Event description:
It was reported that the patient fell. No patient symptoms were reported. A month later, the patient had an unspecified revision of the neurostimulator. No patient outcome was reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.